Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1904mcc0282.

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported ventilator shutdown could not be duplicated and the ventilator passed pre-use checks. No parts were replaced. Ventilator logs were downloaded. Logs contains a shutdown not preceded by a correct standby. There was only one log post; standby button activated. (A normal shutdown in the log is preceded by entries: standby button activated, standby dialog confirmed and standby). The ventilator passed pre-use check prior the reported event and the technical log does not contain any technical error codes connected to the shutdowns. A shutdown without any entry in the technical log is considered to be a complete powering off of the ventilator using the on/off switch. This is considered as a normal shutdown and no other alarms are generated. The ventilator cannot shutdown by itself when the on/off switch is in the on position. The conclusion is that the shutdown occurred while the on/off switch was in the off position. The cause could have been turning off of the ventilator inadvertently or a delay of the ventilator to attain the off state. Two preventive measures consisting of a new toggle switch to prevent inadvertent switch off and software monitoring of the on/off circuitry to detect an inaccurate on-off state like the delay in switching off were implemented in (B)(6). The ventilator in this report was manufactured before these measures.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator shutdown during patient treatment. There was no patient harm. (B)(4).